Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to fail a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. The cause of the failed pulse test was improper solderability of component t3 on the defibrillation board. Component t3 is a biphasic circuit igbt gate drive pulse transformer. The root cause of the improper solderability cannot be positively identified but is likely assembly error. No adverse event resulted from the defective components. The last pt to use this monitor did not report any problems.